Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut at the proximal end of the crimped stent was damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, de novo target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). It was noted that there was in-stent restenosis of a previously placed non bsc stent located in the severely calcified proximal to mid rca. Indentation was obtained with an unspecified size flextome cutting balloon and an unspecified size quantum balloon catheter. Then a 16mm x 3.50mm promus premier stent was advanced to the distal portion of the mid rca however, the device came in contact with the cracked calcification and failed to advance to the lesion. The device was removed and it was noted that the proximal edge of the stent was lifted. The procedure was completed using a 16mm x 3.00mm promus premier stent. No patient complications were reported and patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed, de novo target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). It was noted that there was in-stent restenosis of a previously placed non bsc stent located in the severely calcified proximal to mid rca. Indentation was obtained with an unspecified size flextome cutting balloon and an unspecified size quantum balloon catheter. Then a 16mm x 3.50mm promus premier¿ stent was advanced to the distal portion of the mid rca however, the device came in contact with the cracked calcification and failed to advance to the lesion. The device was removed and it was noted that the proximal edge of the stent was lifted. The procedure was completed using a 16mm x 3.00mm promus premier¿ stent. No patient complications were reported and patient's status was good.